Manufacturer narrative:
(B)(4). The reported lack of efficiency was caused by exceeding service/shelf life of the quadrox-ID oxygenator. It had been used for 2 days; however, it is clearly stated in IFU g-152 2013-09, page 4 " the application duration is limited for 6 hours". (B)(4).

Event description:
Reference imp# (B)(4).